Event description:
Spontaneous. Patient reported the freedom pump keeps shooting out the syringe, and so pt is unable to infuse. Rph explained that syringe goes inside freedom 60 pump, flow rate tubing connected to syringe, and needle set to flow rate tubing. Pt was even sent a new freedom pump. Rph informed pt to infuse hizentra via manual push this time, and rph will email nursing coordinator to call pt at phone number in profile and setup subq teach/train again, if reteaching/retraining doesn't work then cvs can ship another freedom 60 pump. Pt agreed. No missed dose or adverse event reported. Patient has pump on hand for possible return. No further information. Reported to cvs/caremark by: patient/caregiver.